Event description:
It was reported by the affiliate that the (1) cdh25 was used during an unknown procedure. It was reported that the surgeon was going to staple the esophagus and the instrument did not staple the tissue. The device was also difficult to remove. There was no pt consequence.